Event description:
It was reported via repair work order that the hi/low lifts were inoperable and stuck in an elevated position due to damaged cpu and lift couplers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.